Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that removal difficulty occurred resulting to damaged filterwire and stent. The target lesion was located in the severely tortuous and mildly calcified internal carotid artery. A 190cm filterwire ez and a 10.0-31 carotid wallstent self expanding were selected for use. The stent was implanted in the lesion however, during removal, the stent delivery system got caught midway, and severe resistance was encountered. The tip of the delivery system could probably be lowered to near the groin area, but beyond that, even after pulling, it could not be removed. Therefore, the filter wire was left deployed, and the delivery system was pulled strongly and removed as it was, together with the filter wire. Upon pulling, the deployed filter bag part may have gotten caught on the distal end of the implanted stent resulting in the distal end of the implanted stent was inverted, as confirmed by fluoroscopy. A balloon percutaneous transluminal angioplasty was performed, and a 35 guidewire and contrast catheter were crossed to the distal end of the stent to resolve the issue. The removed filterwire was damaged and could not be used anymore. The guidewire and contrast catheter were removed and a 14-inch microguidewire was attempted to cross the distal end of the stent, but it was unsuccessful. As a result, the procedure was terminated. Patient was under observation.

Manufacturer narrative:
This report is being submitted to correct the correction/removal reporting # (h9) in section h, device manufacturers only. E1 - initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the carotid wallstent was returned for evaluation. A visual and tactile examination identified an outer sheath kink approximately 170mm proximal from the distal tip. This device is recommended for use with a 0.014"(0.36mm) guidewire as per the IFU. The device was returned loaded on to the customer's guidewire and was partially unsheathed. The customer's guidewire was noted to be kinked. The investigator was unable to remove the guidewire from the device when partially unsheathed. The investigator attempted to sheath the device but was unable. The investigator was still unable to remove the guidewire. The device was returned with the stent fully deployed from the delivery system. The stent was not returned for analysis. No other issues were identified with the device.

Event description:
It was reported that removal difficulty occurred resulting to damaged filterwire and stent. The target lesion was located in the severely tortuous and mildly calcified internal carotid artery. A 190cm filterwire ez and a 10.0-31 carotid wallstent self expanding were selected for use. The stent was implanted in the lesion however, during removal, the stent delivery system got caught midway, and severe resistance was encountered. The tip of the delivery system could probably be lowered to near the groin area, but beyond that, even after pulling, it could not be removed. Therefore, the filter wire was left deployed, and the delivery system was pulled strongly and removed as it was, together with the filter wire. Upon pulling, the deployed filter bag part may have gotten caught on the distal end of the implanted stent resulting in the distal end of the implanted stent was inverted, as confirmed by fluoroscopy. A balloon percutaneous transluminal angioplasty was performed, and a 35 guidewire and contrast catheter were crossed to the distal end of the stent to resolve the issue. The removed filterwire was damaged and could not be used anymore. The guidewire and contrast catheter were removed and a 14-inch microguidewire was attempted to cross the distal end of the stent, but it was unsuccessful. As a result, the procedure was terminated. Patient was under observation. Product analysis completed on 11aug2025. Carotid wallstent was returned for evaluation. A visual and tactile examination identified an outer sheath kink approximately 170mm proximal from the distal tip. This device is recommended for use with a 0.014" (0.36mm) guidewire as per the IFU. The device was returned loaded on to the customer's guidewire and was partially unsheathed. The customer's guidewire was noted to be kinked. The investigator was unable to remove the guidewire from the device when partially unsheathed. The investigator attempted to sheath the device but was unable. The investigator was still unable to remove the guidewire. The device was returned with the stent fully deployed from the delivery system. The stent was not returned for analysis. No other issues were identified with the device.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the carotid wallstent device was returned for evaluation. The device was returned with the stent fully deployed from the stent delivery system (sds). The stent was not returned for analysis. The sds was returned loaded on a guidewire and was in a partially unsheathed state. A visual and tactile examination identified the sds had an outer sheath kink approximately 170 mm proximal from the distal tip and the guidewire was also kinked. The guidewire could not be removed from the sds when in a partially unsheathed state. The investigator attempted to fully re-sheathe the sds but was unable. No other issues were identified during the product analysis.

Event description:
It was reported that removal difficulty occurred resulting to damaged filterwire and stent. The target lesion was located in the severely tortuous and mildly calcified internal carotid artery. A 190 cm filterwire ez and a 10.0-31 carotid wallstent self expanding were selected for use. The stent was implanted in the lesion however, during removal, the stent delivery system got caught midway, and severe resistance was encountered. The tip of the delivery system could probably be lowered to near the groin area, but beyond that, even after pulling, it could not be removed. Therefore, the filter wire was left deployed, and the delivery system was pulled strongly and removed as it was, together with the filter wire. Upon pulling, the deployed filter bag part may have gotten caught on the distal end of the implanted stent resulting in the distal end of the implanted stent was inverted, as confirmed by fluoroscopy. A balloon percutaneous transluminal angioplasty was performed, and a 35 guidewire and contrast catheter were crossed to the distal end of the stent to resolve the issue. The removed filterwire was damaged and could not be used anymore. The guidewire and contrast catheter were removed and a 14-inch microguidewire was attempted to cross the distal end of the stent, but it was unsuccessful. As a result, the procedure was terminated. Patient was under observation.